Event description:
The customer called and alleged a potential low triage troponin (tni) result in comparison to the vitros laboratory analyzer result. Results are as follows: date: (B)(6) 2015, device: triage, tni: <0.05. (B)(6) 2015, vitros, 1.4. Edta and serum tube was drawn within 5 minutes of each other. The vitros critical value >0.1. There was no additional information provided regarding the patient or testing.

Manufacturer narrative:
Investigation/conclusion:the customer's complaint of discrepant low tni was not observed with in-house testing on retain lot w59043b. Testing met specifications values that are within the package insert claim and the lot performed as expected.reviewed the batch record of lot w59043b found no non-conformances or testing investigation forms generated during production of the lot. There was no product deficiency established and no corrective action is required.

Manufacturer narrative:
(B)(4). Investigation pending.